Event description:
Pt augmented with silicone mammary implants 1980's. Recently has developed hardness and pain in both breasts. Bilateral capsular contractures - worse on rt. On physical exam. Pt underwent bilateral capsulectomies and explant. Both implants were ruptured within the capsule - no free silicone in breasts.